Manufacturer narrative:
According to product labeling, embogold microspheres are indicated for use in embolization of arteriovenous malformations and hypervascular tumors. The arteriovenous malformation was successfully treated. Co does not have any evidence of embogold device malfunction. The renegade hi flo microcatheter, amplatz guidewire and the alligator retrieval device are not made or distributed by co; they are products distributed by other companies.

Event description:
In 2007, a sales representative for a competitor company contacted a co sales representative and notified her of the following information: a patient was being treated for a peripheral arteriovenous malformation when a guidewire piece broke off inside the patient. The physician was using co's embogold microspheres, size range 300-500 microns, a renegade hi flo microcatheter and amplatz guidewire. The physician pulled the wire out of the microcatheter and realized part of the wire was missing. The physician injected the microspheres, pushing the wire piece out of the catheter and into the internal carotid artery. The physician attempted to retrieve the wire piece with an alligator retrieval device, but lost the retrieval device. Surgery was performed on three days later to retrieve the devices; the wire piece was retrieved, but the retrieval device was not recovered. The arteriovenous malformation was resolved. Several attempts were made to contact the treating physician directly; however, no response has been received to date. The renegade hi flo microcatheter, amplatz guidewire and the alligator retrieval device are not made or distributed by co, they are products distributed by other companies.